Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that angioplasty procedure, the pta balloon was allegedly inflated with odd shape. It was further reported that a string was allegedly found at the distal side. There was no reported patient injury.

Manufacturer narrative:
H10: our firm received an FDA email correspondence on 8-july-2024 from MDR data systems team, (B)(6) indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. H11: d2: medical device type-dqy; lit d4: medical device expiration date- 06/28/2025. D4: UDI- (B)(4). H4: device manufacture date-07/25/2022.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly inflated with an odd shape. It was further reported that a string was found at the distal side of the balloon. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly inflated with an odd shape. It was further reported that a string was allegedly found at the distal side of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. Fiber disturbance, unraveling and fraying were noted on the balloon during the visual evaluation. No other anomalies noted. On the functional testing, the balloon was inflated with an in-house presto inflation device and the balloon maintained pressure. The balloon was bulged near to the distal end, causing uneven inflation. Furthermore, the balloon deflated without any issue. No other anomalies noted. One video review was reviewed. The video show the balloon was still connected to guide wire and sheath and outside the patient¿s body. The balloon appeared bloody and fully inflated condition, in which the distal end of the balloon was noted to be bulged. The balloon inflated in an uneven shape. No other anomalies noted. One photo review was reviewed. Like the submitted video, the photo shows the balloon still connected to guide wire and sheath and outside the patient¿s body. The balloon appeared bloody and fully inflated condition, in which the distal end of the balloon was noted to be bulged. The balloon inflated in an uneven shape. No other anomalies noted. One radiographic image was reviewed. The image shows the balloon at the iliac vein, the tip was located in the stent. Deformation was observed at the balloon distal tip and showed the evidence of uneven inflation. No other anomalies noted. All the provided evidence such as photo, video, radiographic image and sample analysis confirms the balloon had uneven inflation upon pressurization and the distal end of the balloon was noted to be bulged. Then, during the visual evaluation of the returned samples, it confirmed the evidence of fiber disturbance, unraveling and fraying of balloon fibers. Hence, the investigation is confirmed for the reported abnormal inflation, unraveled fibers and identified frayed fibers and fiber disturbance respectively. A definitive root cause for the reported abnormal inflation, unraveled fibers and identified frayed fibers and fiber disturbance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 06/2025), g3, h6 (device). H11: the initial MDR was inadvertently submitted with a g3 date of 10/18/2023. The correct g3 date is 10/19/2023. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.